Manufacturer narrative:
The investigation determined that the channel had been reporting a malfunction to the operator for several days prior to these erroneous results being measured, via alarms, including automatically masking the channel to prevent erroneous results, however, this was overridden several times with many warnings from the analyzer. The engineer has since checked the instrument and replaced the pinch valves. The replacement pinch valve in addition to the operator's handling seemed to be the root cause of the issue.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter complained of questionable vitamin d results for 4 patient samples on a cobas 8000 e 801 module analyzer. Patient 1: the initial result was 100 ng/ml (with a data flag) and the repeat result was 38.0 ng/ml. The repeat result of 38.0 ng/ml was reported outside the laboratory. Patient 2: the initial result was 100 ng/ml (with a data flag) and the repeat result was 57.8 ng/ml. The repeat result of 57.8 ng/ml was reported outside the laboratory. Patient 3: the initial result was 100 ng/ml (with a data flag) and the repeat result was 28.4 ng/ml. The repeat result of 28.4 ng/ml was reported outside the laboratory. Patient 4: the initial result was 100 ng/ml (with a data flag) and the repeat result was 34.9 ng/ml. The repeat result of 34.9 ng/ml was reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.